Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error occurred which prevented the medication transaction. A technical support specialist full synced the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user encountered an error when attempted to complete any transaction involved sevoflurane, prevented the transaction from being completed; the error message displayed stated, must disconnect specified child from current parent visual before attached to new parent visual. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.